Event description:
Device #2 malfunction: foot detachment. Time of device malfunction: during vessel closure. Symptoms/ae: pain, diminished limb pulses, surgical repair. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, no suture was present. The device was removed and a second proglide device was attempted, but the patient complained of pain and was moving excessively. Arteriotomy closure with the proglide device was stopped. The device was pulled out with the foot still deployed and the needles remaining in their respective cuffs in the foot pockets. After device removal, it was noticed that the posterior portion of the foot was detached and could not be located. During the application of manual compression to achieve hemostasis, the pulse of the limb diminished. The vessel required surgical repair and was sutured to achieve hemostasis. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 proglide, part# 12673-03, lot# 70077-6h, is being filed under medwatch MFR report# 2953144-2009-1563. The device was received. Investigation is not yet complete. Improper method-patient selection. The perclose proglide instructions for use state, under special patient populations, the safety and effectiveness have not been established, in patient population "patients with femoral artery calcium which is fluoroscopically visible at the access site." Device code incorrect use of device-failure to follow steps. The perclose proglide instructions for use state, under smc device placement, step #7. "Disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device."